Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose was 271 mg/dl. A systems check was started, however the customer declined to continue troubleshooting with tandem technical support, therefore no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.